Event description:
A healthcare technician reported they experiences allergic symptoms - red eyes, tightness in chest, dry mouth and sneezing when working with cidex opa and a glutaraldehyde product. The reaction usually lasts 1-2 days. They had a chest x-ray with abnormal results. They think the ventilation in the room is inadequate.